Event description:
Fluid was aspirated from the right knee [arthrocentesis] more fluid in the knee [injection site joint effusion] ([condition worsened]) more pain (right knee second injection) [injection site joint pain] ([condition worsened]) more swelling (right knee second injection) [injection site joint swelling] ([condition worsened]). Case narrative: initial information received from united states on 26-jan-2023 regarding an unsolicited valid serious case received from a nurse. This case is linked to cases (B)(6) (multiple device suspect used for the same patient), (B)(6) (cluster) and (B)(6) (cluster). This case involves a 74-year-old male patient who had more pain (right knee second injection), more swelling (right knee second injection), more fluid in the knee and fluid was aspirated from the right knee, while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc with twice before in the past. The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing complicated health history. On 13-jan-2023, the patient received first synvisc injection of the series in right knee. On 20-jan-2023, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee, strength- 16 mg/2 ml (lot number- crsp012za and expiry date: 30-jun-2025) (with an unknown dosage, route, frequency) for osteoarthritis. On an unknown date in (B)(6) 2023, after few days the patient developed more pain (injection site joint pain, condition aggravated), more swelling (injection site joint swelling, condition aggravated), more fluid in the knee (injection site joint effusion, condition aggravated; seriousness criteria: medically significant) and fluid was aspirated from the right knee (aspiration joint; seriousness criteria: medically significant). It was reported that they were not sure if the pain and swelling and fluid in the knee for the patient was from this synvisc lot and after the second injection the fluid was aspirated from the right knee and the amount of the fluid aspirated was not as much as the other 2 patients using this lot. It was also reported that they did not send off for culture for this fluid and if the patient comes back in after the third injection they might send off for culture. Action taken: unknown for all events. Corrective treatment: fluid aspirated for the event (more fluid in the knee) and not reported for rest of the events. Outcome: unknown for all events. A product technical complaint was initiated on 26-jan-2023 for synvisc (batch number: crsp012za; expiry date: 30-jun-2025) with global ptc number: (B)(4). The status of sample was not available and ptc stated based on the complaint from intake team, there was no quality related defect that would pose as a product malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Tj27jan2023) batch crsp012za, synvisc was manufactured on 22jul2022 with expiration date of 30jun2025 yielding 5,201 kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. There were no in process issues noted for plungers during the process. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rdg-sop-000055. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: this is the 6th complaint for crsp012za. There are a total of 13 complaints for mother lot crsp012z and sub-batches. 100283971 secondary packaging missing unit (B)(4), device leakage nos 100297040 hurting injection site / injection site inflammation 100297042 hurting injection site / injection site inflammation 100297044 hurting injection site / injection site inflammation 100297045 hurting injection site / injection site inflammation 100297046 hurting injection site / injection site inflammation 100297047 hurting injection site / injection site inflammation 100297048 hurting injection site / injection site inflammation 100297049 hurting injection site / injection site inflammation 100297050 hurting injection site / injection site inflammation 100297051 hurting injection site / injection site inflammation 100297999 syringe tip broken based on investigation, no CAPA (corrective and preventive action) required. Based on the complaint from intake team, there is no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor product event handling? To determine if a CAPA is required. The final investigation was completed on 03-mar-2023 with summarized conclusion as no assessment possible. Additional information was received on 26-jan-2023 from quality department: strength along with ptc details were added; text amended accordingly. Additional information was received on 03-mar-2023 from other health care professional. Ptc results was added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 06-feb-2023: this case involves a patient who had more pain (right knee second injection), more swelling (right knee second injection) more fluid in the knee and fluid was aspirated from the right knee, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Fluid was aspirated from the right knee [arthrocentesis]. More fluid in the knee [injection site joint effusion] ([condition worsened]). More pain (right knee second injection) [injection site joint pain] ([condition worsened]). More swelling (right knee second injection) [injection site joint swelling] ([condition worsened]). Case narrative: initial information received from united states on 26-jan-2023 regarding an unsolicited valid serious case received from a nurse. This case is linked to cases (B)(4) (multiple device suspect used for the same patient), (B)(4) (cluster) and (B)(4) (cluster). This case involves a 74 years old male patient who experienced more pain (right knee second injection), more swelling (right knee second injection), more fluid in the knee and fluid was aspirated from the right knee, while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc with twice before in the past. The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing complicated health history. On (B)(6) 2023, the patient received first synvisc injection of the series in right knee. On (B)(6) 2023, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee (lot: crsp012za and expiry date: 30-jun-2025) (with an unknown strength, dose, route, frequency) for osteoarthritis. On an unknown date in jan-2023 after few days the patient developed more pain (injection site joint pain, condition aggravated), more swelling (injection site joint swelling, condition aggravated), more fluid in the knee (injection site joint effusion, condition aggravated; seriousness criteria: medically significant) and fluid was aspirated from the right knee (aspiration joint; seriousness criteria: medically significant). It was reported that they were not sure if the pain and swelling and fluid in the knee for the patient was from this synvisc lot and after the second injection the fluid was aspirated from the right knee and the amount of the fluid aspirated was not as much as the other 2 patients using this lot. It was also reported that they did not send off for culture for this fluid and if the patient comes back in after the third injection they might send off for culture. Action taken: unknown for all the events. Corrective treatment: fluid aspirated for the event (more fluid in the knee) and not reported for rest of the events. Outcome: unknown for all the events a product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Fluid was aspirated from the right knee [arthrocentesis] more fluid in the knee [injection site joint effusion] ([condition worsened]) more pain (right knee second injection) [injection site joint pain] ([condition worsened]) more swelling (right knee second injection) [injection site joint swelling] ([condition worsened]). Case narrative: initial information received from united states on 26-jan-2023 regarding an unsolicited valid serious case received from a nurse. This case is linked to cases (B)(4) (multiple device suspect used for the same patient), (B)(4) (cluster) and (B)(4) (cluster). This case involves a 74-year-old male patient who had more pain (right knee second injection), more swelling (right knee second injection), more fluid in the knee and fluid was aspirated from the right knee, while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc with twice before in the past. The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing complicated health history. On (B)(6) 2023, the patient received first synvisc injection of the series in right knee. On (B)(6) 2023, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee, strength- 16 mg/2 ml (lot number- crsp012za and expiry date: 30-jun-2025) (with an unknown dosage, route, frequency) for osteoarthritis. On an unknown date in (B)(6) 2023 after few days the patient developed more pain (injection site joint pain, condition aggravated), more swelling (injection site joint swelling, condition aggravated), more fluid in the knee (injection site joint effusion, condition aggravated; seriousness criteria: medically significant) and fluid was aspirated from the right knee (aspiration joint; seriousness criteria: medically significant). It was reported that they were not sure if the pain and swelling and fluid in the knee for the patient was from this synvisc lot and after the second injection the fluid was aspirated from the right knee and the amount of the fluid aspirated was not as much as the other 2 patients using this lot. It was also reported that they did not send off for culture for this fluid and if the patient comes back in after the third injection they might send off for culture. Action taken: unknown for all events. Corrective treatment: fluid aspirated for the event (more fluid in the knee) and not reported for rest of the events. Outcome: unknown for all events. A product technical complaint (ptc) was initiated on 26-jan-2023 for synvisc (batch number: crsp012za and expiration date: 30-jun-2025) with global ptc number: (B)(4). The sample status of the ptc was requested & awaited and the ptc was set in process. Additional information was received on 26-jan-2023 from quality department: strength along with ptc details were added; text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 06-feb-2023: this case involves a patient who had more pain (right knee second injection), more swelling (right knee second injection) more fluid in the knee and fluid was aspirated from the right knee, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.